Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c6368 was being used during an unknown procedure on (B)(6) 2020 when the hook broke in the patient's shoulder. The hook was retrieved. There was no report of injury to the patient. The procedure was completed with an alternate same device and caused a 1-minute delay in the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Visual examination of returned used device found suture hook broken off at the tip. The broken piece was returned. Examination performed per print c6368 and found no dimensional issues. Additionally, the hook was completely welded 360 degree around the shaft. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding (B)(4), for this device family and failure mode. During this same time frame (B )(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: warnings: ·if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. ·do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. This issue will continue to be monitored through the complaint system to assure patient safety.